Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An accelerated stress test (ast) was performed on the cycler and failed due to pump a grinding. They cycler underwent and passed a system air leak test, valve actuation test, and a teach pump test. A simulated treatment pre-ast 15-minute 1000 ml test passed was performed and completed without any failures or problems. The glucose test failed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship does exist between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse event of (B)(6) peritonitis which resulted in sepsis and subsequent death. However, there is no objective evidence that a liberty cycler product deficiency or malfunction caused or contributed to the adverse events. Per documentation in the esrd death notification form the cause of death was septicemia secondary to peritonitis. Based on the available information, the source of the patient¿s (B)(6) peritonitis cannot be determined. However, (B)(6) peritonitis is a well-known potential complication in pd patients. It is possible that the temporary interruption of antibiotic therapy may have been a confounding factor in the subsequent development of sepsis characterized by hemodynamic instability. Infection resulting in septicemia in esrd patients is a leading cause of death in the united states. (Sarnak et al., 2000). Moreover, the patient was deemed a dnr and rrt was permanently discontinued one day prior to death. Based on the available information, the liberty cycler cannot be excluded as causing or contributing to the adverse events of sepsis and peritonitis with a fatal outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient expired. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient with end stage renal disease (esrd) for renal replacement therapy (rrt) had been admitted to the hospital on (B)(6) 2019 for sepsis related to peritonitis and subsequently expired in the hospital on (B)(6) 2019. Approximately 2 to 3 weeks prior to hospitalization (early (B)(6) 2019, unknown date) the patient was seen in the outpatient pd clinic for abdominal pain/constipation and pd cultures were obtained and revealed growth of (B)(6). Prophylactic antibiotic treatment was initiated with a 4 to 5-day course of vancomycin and ceftazidime, ip (intraperitoneal route) for suspected peritonitis. Additionally, it was reported the patient had concomitant pd catheter occlusion related to constipation (treatment unknown) which resulted in an emergency room (ER) visit. Pd effluent cultures taken during this visit confirmed the presence of (B)(6) peritonitis. However, it was reported that prophylactic antibiotic treatment was temporarily discontinued (date unknown) and subsequently on (B)(6) 2019 antibiotic therapy was restarted with ip vancomycin (dose unknown) every five days. The pdrn could not identify a root cause for the patient¿s peritonitis; touch contamination or a breach in aseptic technique was not suspected. On (B)(6) 2019, after completion of the patient¿s pd treatment a blood pressure reading could not be obtained, and the patient was taken to the emergency room (ER) and admitted to the hospital intensive care unit (ICU) pd treatment data is unknown. During hospitalization, the patient was treated with cefepime (unknown dose, route, frequency, duration) for a suspected pneumonia, was intubated and required vasopressor support with intravenous (IV) levophed (norepinephrine bitartrate) and epinephrine drips. The patient was transitioned to sled (sustained low efficiency dialysis) hemodialysis on (B)(6) 2019; however, the patient¿s blood pressure was unstable, and sled hemodialysis was discontinued. Per the esrd death notification form, the date of last dialysis was (B)(6) 2019. Treatment of the concomitant peritonitis was not reported. However, pd effluent culture results from (B)(6) 2019 results showed no growth.